Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-oct-2022, UDI#: (B)(4). All codes apply to both the interstim ii and product ID: 3889-28. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via manufacturing representative regarding a patient implanted with a neurostimulator. It was reported that the hcp observed the incision was completely exposed during a routine post-operation follow-up. It was stated that the patient was brought into the operating room and had the device completely removed and a new system placed on the contra-lateral side. It was also noted that the patient reported nothing indicating the cause and the issue resolved. There were no further symptoms or complications reported or anticipated.